Event description:
The facility was contacted for add'l info. It was learned that the pt was discharged to home. The pt received 2 units of prbc on (B)(6) 2011. The pt continues dialysis without further incident. Add'l info from uf report: at approx 11:50am, pt called out and complained of being wet at the same time machine alarmed. Pt was found lying on her left side on top of her lines. The venous line was found disconnected from the venous needle line. Upon assessment, pt was found lying in blood. Ebl undetermined. Lines reconnected, normal saline solution infused, 300cc, vital signs checked, 129/62 pulse 67, pt alert and oriented without complaints. Treatment resumed. Nurse practitioner notified and hemoglobin drawn per order.

Manufacturer narrative:
(B)(4).